Manufacturer narrative:
This event reported through medwatch (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, upon removal after filling the patient's vessel with onyx, the microcatheter tip broke off inside the patient's vessel. It was noted that the onyx may have adhered to the tip of the catheter, causing the issue. There was no attempt to remove the tip of the catheter from the patient as it had become a part of the embolizing agent. The patient was undergoing transcatheter embolization of the central nervous system, embolization of complex left-sided cervical medullary arteriovenous fistula and left occipital artery arteriogram mid embolization.